Manufacturer narrative:
The technician found the side rail mount bracket needed to be replaced. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the side rail mount bracket to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the side rail would not latch. The bed was located in 3op at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).